Manufacturer narrative:
The device will not be returned to olympus for evaluation as the user facility sent the device to a third party for service. Therefore, the cause of the reported event could not be determined. However, based on the similar and previous reported events, the most probable cause could be attributed to operator¿s technique as the instruction manual for use provides warning and caution statements in an effort to prevent tip damage, ¿always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop, align working element and sheath parallel to one another before proceeding. "

Event description:
Olympus was informed that the plastic tip at the distal end of the device broke off and fell into a patient during an unspecified procedure. It is unknown if the plastic tip was recovered from the patient. However, it was noted that the user facility performed an x-ray on the patient which no device fragments were observed.